Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effects of stroke, myocardial infarction, and acute kidney injury, and the relationship to the product, if any, cannot be determined). The reported patient effects of dissection, pseudoaneurysm, hemorrhage and occlusion are a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional adverse patient effect of death is filed under separate medwatch report numbers. Literature attachment: use of an eptfe-covered nitinol self-expanding stent graft for the treatment off pre-closure device failure during transcatheter aortic valve replacement.

Event description:
This event was captured based on literature review. It was reported that a single-center retrospective study identified a total of 25 consecutive patients with failure of vessel closure devices, proglide and prostar xl, after tavr procedures who were treated with stent-grafts to achieve hemostasis. The study identified 25 aortic stenosis patients between january 2013 and december 2015. Clinical outcomes from the use of the closure devices were as follows: overt bleeding 19 patients; dissection/no flow 5 patients; large pseudoaneurysm 1 patient; blood transfusions 15 patients; acute kidney injury (not needing dialysis) 4 patients; post procedural myocardial infarction 2 patients; post procedural stroke 1 patient; incomplete vascular access closure; major vascular complications; in hospital mortality.